Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure high: the cause of the high purge pressure was unable to be determined due to lack of product and data logs available for analysis.

Manufacturer narrative:
Section d UDI and catalog was corrected. D7a. Single-use device erroneously stated as yes but should be no. Device manufacture date was added.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the registered nurse (rn) called in regarding a high purge pressure (pp) alarm. The rn stated that she checked the purge line for any kinks and replaced the purge cassette as part of troubleshooting efforts. It was reported that the patient was expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.